Event description:
It was reported that the patient alleged that the infusion set was occluded, but the infusion device failed to provide an error or alert message. The patient experienced elevated blood glucose levels during the past week. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.